Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial result was < 5 miu/ml. This result was reported outside of the laboratory where the nurse requested a rerun as the patient had a positive result from a urine hcg test. On (B)(6) 2022 the sample was repeated and the result was 100.2 miu/ml. The hcg + b reagent lot number was 551036. The expiration date was not provided.

Manufacturer narrative:
Since the event, preventive maintenance was performed on the instrument. The customer has had no further issues; the service maintenance resolved the issue. The investigation determined the event was due to a maintenance issue at the customer site.